Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) transvenous lead had pacing lead impedance measurements greater than 2000 ohms and no lv capture. Additionally, the patient received an inappropriate shock for atrial fibrillation (af). A boston scientific technical services (ts) consultant discussed using electronic repositioning to address the lv lead issue and using stability at 30 milliseconds to address the af issue. Subsequent information stated that the lv lead was programmed off and the lower rate limit was changed to 40 beats per minute. The patient was also put on a diuretic to help with their heart failure symptoms. No further troubleshooting has been performed at this time. Subsequent information indicates that this lv lead had fracture due to the impedance measurement readings. The patient was to undergo a revision procedure in the future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.